Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic surgery the camera head heated up. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was not confirmed. The service evaluation revealed that cable and grasping mechanism are worn out. The most likely cause is attributed to wear and tear. However, there was no overheating or increasing temperature observed during function testing.